Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device failed the therapy test during the operational check. There was reportedly no patient involvement. Available details indicate that the device failed the therapy test. The therapy printed circuit assembly (pca) and all connectors were reseated to resolve the issue. Operational check was re-performed, no issues occurred. No parts were replaced. The device is fully functional, returned to service and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was connectors needed to be reseated. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after reseating connectors. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy test failed. There was no reported patient involvement.